Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6. The reported error could not be replicated during analysis; however, review of merlin. Net log files confirmed the reported event. The cause of the reported error was traced to the pcb board.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.